Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient stated that she went to bed and was found in a coma by her husband. Patient was experiencing high blood glucose. Patient's husband called 911 and she was taken to the hospital via ambulance. Patient stayed in the intensive care unit (ICU) for 3 days and was released on (B)(6) 2016. At the time of contact, the patient was fine. No additional event or patient information was provided.